Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to replicate a failure or the reported alarm issues. However, the fse replaced the condensate removal module (crm), the safety disk, the fill tubing assembly and the polyurethane tubing due to blood contamination. The iabp was able to pass all the diagnostic tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during patient use, cs300 intra-aortic balloon pump (iabp) alarmed ¿leak in iab circuit¿ and ¿check iab catheter¿. Upon completion of patient therapy, the user detected blood in the iabp car hoses. No patient injury or harm was reported.